Event description:
It was reported that the pump had a cracked case and a protruded drive support disk. It was stated that the patient did not press on the cap while connected to the pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and detached end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.